Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by a member of the user facility that upon delivery of requested screw for placement from the leibinger universal mandibular plating system (004) kit, the scrub technician noted debris on screw which compromised the surgical field. The screw was removed from field and a new kit was introduced. There was no surgical delay, medical intervention, or adverse consequences reported for this event.